Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and the reported failure to deploy were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: hi-torque balance middleweight universal ii, straight tip pak 190cm, guide cath: guishing ebu 4 fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous left anterior descending artery. The 3.5 x 23 mm xience stent delivery system (sds) was positioned in the lesion; however, attempts to inflate the balloon failed; therefore, the stent implant did not deploy. The sds was removed without issue from the anatomy with the stent still firmly on the balloon. Another sds was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported.